Manufacturer narrative:
(B)(4) ¿ urinary problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopy with right ovarian cystectomy due to sui and pelvic pain. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported patient underwent a hysterectomy in 2013. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent lsh-lso on (B)(6) 2012, due to left ovary excision, benign with hemorrhagic corpus luteum and fibrous adhesions. No additional information was provided.